Event description:
It was reported that the patient was implanted with a sulox head and an alloclassic insert in 2009 (exact date not reported. Due to a broken head, the patient underwent revision surgery on (B)(6) 2012. (For the data entry purposes, the implantation will be entered as (B)(6) 2009).

Manufacturer narrative:
Notes: complaint re-opened on (B)(6) 2013. As part of a corrective action which was initiated on the 21st of october 2013 (see CAPA (B)(4)), this complaint has to be reported to FDA retrospectively. The product has been received and investigated. Investigation results ar as follows: no adverse trend has been identified for this issue. The quality records indicated that the insert met all requirements to perform as intended. The quality records for the head could not be reviewed as the lot number was not provided. Sulox head - nine fragments of the fractured femoral head were received and could be assembled, though approximately 7 percent of the implant volume was missing. Inspection of the cone surface: on the surface of the cone, primary metal traces were found: greyish in color and reflecting the metallic taper surface structure. There traces were not distributed homogeneously around the cone; other fragments were not showing those primary metal traces. Secondary metal traces were found on almost all fragments, mainly along the fracture edges and/or on the fracture surfaces. Strong secondary metal traces were found on the bottom of the cone. Inspection of the damaged surfaces: fractured surfaces were found free of pores and inclusions. The edges of the fractured surfaces were found to be rounded and chipped. The fracture origin seemed to be between two larger fragments exactly opposite to the cone surface showing primary metal traces. Inspection of the articulating surface: the articulating surface showed no visible defects: no trace of wear, no cracks, no scratches. Alloclassic csf insert: the alloclassic csf insert was slightly deformed to an oval and wa not in its original condition due to steam sterilization performed by the hospital. At one point in time, the ceramic head fractured and the stem taper articulated directly against the cup. This led to the roughened articulation of the cup. Another consequence of the fracture, the ceramic fragments rubbed against the stem resulting in metal debris that were found in cup. It is unknown why it came to a fracture. At this time we consider this event closed. However, we will continue to monitor and trend for similar reported events. Zimmer reference number (B)(4).